Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sigma trial, #3 8mm, broke at the lip when removing from the patient.

Manufacturer narrative:
Examination of the reported trial was not possible as it was not returned. A complaint database search on the product family found additional complaints regarding trial breakage. Previous investigations found the root cause to be product wear out. The lot code for this product was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.